Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) preparation for insertion, the iab catheter kit was opened and iab tip was found to be crooked. It was difficult to insert iab into patient. It was noted that there was skew at the tip of the introducer dilator. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) preparation for insertion, the iab catheter kit was opened and iab tip was found to be crooked. It was difficult to insert iab into patient. It was noted that there was skew at the tip of the introducer dilator. There was no reported injury to the patient. The catheter part hasn't been used

Manufacturer narrative:
The iab product kit was returned unused intact and sealed. The sheath dilator assembly was returned with traces of blood on it. The dilator tip was found to be frayed. We were unable to measure the wall thickness of the dilator tubing tip because of the damage to the tip. The evaluation confirms the reported damaged dilator. We are unable to determine how this may have occurred. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) preparation for insertion, the iab catheter kit was opened and iab tip was found to be crooked. It was difficult to insert iab into patient. It was noted that there was skew at the tip of the introducer dilator. There was no reported injury to the patient. The catheter part hasn't been used